Manufacturer narrative:
The device was not available (could not be located); therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye cataract procedure, a trabecular micro bypass stent was ¿lost¿ during implantation attempt. There was no report of patient¿s injury. Additional information (clarification) was requested, but further details were not available.